Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted. On (B)(6) 2022, it was detected during a routine computerized tomography (CT) evaluation that the patient developed a thrombotic valve. The patient was then put on direct oral anticoagulants (doac). No patient consequences were reported.

Manufacturer narrative:
An event of thrombus on the valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.